Event description:
The account reported the bed exit will not arm in position or exiting mode and the out of bed mode works as intended. The bed was located on the 5th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint number: (B)(4).

Manufacturer narrative:
The tech found the bed exit functions as designed in all modes. The account was trying to set the position and exiting with a pt sitting on the side of the bed, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three modes indicators are flashing, remove the pt and zero the bed exit system. The tech in-serviced the account on the bed exit modes to resolve the issue. Based on this info, no further action is required.